Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the spring was neither damaged nor corroded. Customer states battery compartment was neither damaged nor corroded. Display did not turn on. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty x2 at interface board. No unable to perform operating currents, self-test and displacement test or verify blank display due to full segment display. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.